Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. The force sensor pusher, downstream tubing guide and force sensor gasket were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 217 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device. No additional information is available.